Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted multiple cs 064 call service alarms. Multiple changes in the tubing did not resolve the alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 11/22/2016 with the following findings: a review of the pump¿s black box data and alarm history revealed a cs 064 call service alarm was emitted. No call service alarms were duplicated during testing. The rewind, load, prime sequence was performed successfully and the pump was exercised for 24 hours with no alarms occurring. The pump was opened and there was evidence of moisture corrosion observed on the motor flex connector. Unrelated to the complaint of a call service issue, investigation revealed the audio bolus button was torn and punctured. The audio bolus button responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).